Manufacturer narrative:
Three images were submitted for evaluation; no device components were returned. Visual inspection is based solely upon the aforementioned images. The sideport appeared to be detached from the hemostasis body. No tearing or stretching of the tubing was noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported sideport detachment could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During device preparation, the sideport of the introducer detached. The device was replaced to continue the procedure with no consequences to the patient.

Manufacturer narrative:
There were no images submitted for evaluation. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported sideport detachment remains unknown.